Event description:
Procedure type: laparoscopy. According to the reporter: the stylet of the needle did not retract, leaving the sharp edge exposed. No harm to pt. A new instrument was used to complete the procedure. No pt injury was reported.